Manufacturer narrative:
Device is a combination product. Article citation: williams, p.d, et al. (2011). Longitudinal stent deformation: a retrospective analysis of frequency and mechanisms. Eurointervention 2011. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a journal article that during a coronary artery stenting treatment procedure stent deformation occurred. The patient was admitted with acute coronary syndrome. Access was obtained via the right radial artery. Angiography showed critical disease in a vein graft supplying the lad (left anterior descending) with timi2 flow distally. A 6f lcb guide catheter and a choice floppy guide wire were passed through the graft to the native lad. A 6f non-bsc embolic protection balloon was placed in the proximal graft for embolic protection. The graft was predilated and stented with a 4.0x38mm promus element stent overlapped proximally with a 4.0x24mm promus element stent. Both were deployed at 14atm. On withdrawal of the stent delivery balloon, the deflated embolic protection balloon was deeply engaged in the graft and into the stented segment. Angiography showed severe deformation of the proximal stent edge. Attempts to pass a 2.5mm and 2.0mm balloon were unsuccessful. A 1.5mm balloon was inflated and serial dilations with 2mm, 2.25mm, and 2.5mm compliant balloons were performed as well as a 4.5mm non-compliant balloon resulting in full expansion of the stent although the stent was shortened and the proximal edge was more radio-opaque as a result of the crowding of the struts. The patient was well at the 4 month clinic follow up. This product is only ous approved but it is similar to an approved us device.